Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2019 with the following findings: during investigation, the audio bolus button was found to be torn and punctured. During testing, all of the keypad buttons were found to respond appropriately. The original complaint of the audio bolus button being unresponsive was unable to be duplicated during the investigation. Unrelated to the original complaint, the display was found to be dim and discolored. The battery compartment was found to have multiple cracks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (audion bolus button tactile change prior to damage) issue. It was reported that the audio bolus button under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.